Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), hypersensitivity ("hypersensitivity"), rash ("rash"), skin disorder ("skin condition"), allergy to metals ("nickel allergy"), visual impairment ("vision problems"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, blood disorder and cardiac disorder outcome was unknown and the hypersensitivity, rash, skin disorder, allergy to metals, visual impairment, fatigue, weight increased and alopecia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, pelvic pain, rash, skin disorder, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pain: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain. Bleeding: menorrhagia (heavy menstrual bleeding), blood/heart disorder. Allergy: hypersensitivity, rash/skin condition, nickel-diag. Post-essure. Other injuries/symptoms: vision probs, fatigue, other, weight gain, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received: case has became incident. Previously reported event ¿injury¿ replace with new event. New events added: dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), blood disorder, heart disorder, hypersensitivity, rash/skin condition, nickel allergy, vision problems, fatigue, weight gain, hair loss. Event outcome were added. Reporter information were updated. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.